Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-03229. It was reported the patient had her scs leads explanted and replaced. Reportedly, the patient experienced multiple falls and her scs system leads migrated. The patient reported receiving effective stimulation therapy postoperative.